Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during iol (intraocular lens) implantation, it was noticed that the cartridge had a split. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5., h.3., and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received stating that the tip is curved and not straight. The procedure was completed on the same day using a new cartridge. There was no patient harm.